Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # (B)(4), catalog # 1650de, exp. Date. 02/29/2016, mfg. Date: 06/08/2015; serial # (B)(4), catalog # 1650de, exp. Date. 10/31/2016 mfg. Date: 11/16/2015.

Event description:
It was reported by the patient that they are experiencing critical battery alarms. The batteries were replaced. There was no effect on the patient.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Add'l info received states that the patient reported power switching and pump stops. Corrected: device manufacture date. (B)(4). The three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.